Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (te's non-functional) has been confirmed. Upon investigation the tab solder of the therapy electrode exhibited insufficient fillet overlap. The improper fillet caused the connection between the therapy electrode and pulse wire to be open. The root cause for improper fillet could not be positively identified. No adverse event resulted from the defective belt.

Event description:
A us distributor reported that an electrode belt's therapy electrodes were non-functional.